Manufacturer narrative:
(B)(4). The device was returned and is currently in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor stopped flowing. This occurred during patient infusion of 6920 mg of fluorouracil (non-baxter product) diluted with sodium chloride. The fill volume was 192 ml, but the volume remaining inside of the device when flow stopped is unknown. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Investigation summary: baxter received the unit for evaluation; it contained approximately 56ml of drug fluid in its bladder. Visual inspection on the unit showed no evidence of flow at the distal luer when the luer cap was removed. Further inspection revealed the cause of the no flow problem was due to crystallized drug blocking the fluid path at the distal end of the glass capillary inside the flow restrictor housing. A CAPA has been initiated to investigate this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.